Event description:
The manufacturer received information alleging a red alert condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a red alert condition occurred. There was no harm or injury reported. The ventilator was returned to a third-party service center for evaluation and a vent service required code for error evt_battery_not_charging_fault was found in the ventilator's downloaded error log. This error is related to the internal or detachable li-ion battery not charging due to a hardware fault for greater than or equal to 1 minute. The device's detachable and internal batteries were replaced to address the issue.